Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncircle tipless stone extractor's basket didn't come out from the sheath prior to transurethral lithotripsy (tul) procedure. The issue was found when the package was opened and during testing. The device was tested in uncoiled position prior to use it. The procedure was completed by using another similar device. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. This observation was made prior to patient contact.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
It was reported the ncircle tipless stone extractor's basket didn't come out from the sheath prior to transurethral lithotripsy (tul) procedure. The issue was found when the package was opened and during testing. The device was tested in uncoiled position prior to use it. The procedure was completed by using another similar device. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. This observation was made prior to patient contact. Investigation ¿ evaluation reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. One device returned for investigation, in opened packaging. The inner assembly of basket assembly has separated from cannulated handle at solder point. The support sheath is separated 1cm from distal end. The point of separation is uneven. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified one other event associated with the reported device lot. Because there were no related non-conformances, adequate inspection activities had been established, and objective evidence that the DHR was fully executed, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precautions do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the damage could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.